Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise files did not confirm the reported behavior, as the start of the interrogation of the kora pacemaker s/n (B)(6) on (B)(6) 2024 only lasted for about 10 seconds according to the logs. During the interrogation, several actions were performed by the user before the complete loading of aida memories, such as printing or real-time tests. It should be noted that the loading of device memories is suspended upon each user action, which explains why the loading took a long time to complete. Therefore, no anomaly is suspected on the programmer modules.

Event description:
Reportedly, it took around 8 minutes to interrogate a kora pacemaker. No issue was observed for other interrogations.

Event description:
Reportedly, it took around 8 minutes to interrogate a kora pacemaker. No issue was observed for other interrogations.